Event description:
It was reported that the patient was admitted in the hospital for an unrelated reason. It was noted that the implantable cardioverter defibrillator could not be interrogated. It was further noted that the device was a part of the premature battery depletion advisory and the last check done was in (B)(6) 2017 which showed a remaining battery longevity of 10 months. Device replacement was discussed. The patient was recovering.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(4) 2016.

Event description:
New information available on (B)(6) 2018 states that the device was explanted and replaced. The patient was stable before during and after the case. The patient was not pacing or therapy dependent.